Event description:
It was reported that the caller wanted programming options for this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the reports and noted that there was undersensing on the atrial channel, which led to inappropriate anti-tachycardia pacing (atp) and shock therapy. Ts provided programming options. The device was reprogrammed, however, the health care professional (hcp) called back later indicating that the therapy is still not optimized for the patient as inappropriate atp therapy was provided again. Ts provided the additional programming options. The device remains in use. No adverse patient effects were reported.